Event description:
It was reported that the device had iui-female(left). Communication failure. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of failed iui female (left) communication failure was confirmed. Received on 24-nov-2025, pcu device was received unboxed and with paperwork. Test module was not able to obtain channel ID on left side of uut due to a faulty left iui board. Faulty left iui board. Defective material from supplier. Device to be returned to (B)(6) repair center for processing. Recommended bd (B)(6) repair center to replace the left iui board. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had iui-female(left) - communication failure. There was no patient involvement.